Manufacturer narrative:
G4: 23jul2020. B4: 14sep2020. The field service engineer (fse) was not able to duplicate the reported problem of navigation (nav) ring & touchscreen not working. The issue can not be confirm. Performed controls test s and passed. Nav-ring is responding normally. As a preventative measure, the fse replaced the nav-ring 2nd generation front bezel. The unit passed touchscreen calibration, control test, and electrical safety test. The ventilator is ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Parts were received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported that the touchscreen and the navigation ring is not working. The customer reported that the unit was not in use on patient. The field service engineer (fse) verified the reported problem.